Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred; cause was unknown. Customer¿s blood glucose was 234 mg/dl. The customer had resolved the issue and resumed insulin delivery prior to contacting tandem technical support.